Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed an illegible release indicator on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. This is an additional observation not related to the reported event and likely due to patient use or due to wear. Failure analysis of the returned battery revealed a high cycle count indicating that the device had exceeded its useful operating life. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Additionally, functional testing revealed that the battery contained a faulty cell pair. The faulty cell pair finding may be have contributed to the abnormal rsoc. The capacity estimation error was most likely perceived by the patient as the battery not charging. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the faulty cell pair that contributed to a capacity estimation error. The most likely root cause of the high cycle count can be attributed to the battery reaching the end of its useful life. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.